Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Troubleshooting was performed, and it was determined the noise was muscle artifact/diaphragmatic. The device sensing sensitivity was reprogrammed, which resolved the oversensing. Defibrillation threshold (dft) testing was performed at the new sensing sensitivity, and the device appropriately sensed the arrhythmia. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated a revision procedure occurred. This rv lead was explanted and replaced. During the extraction it was noted that the rv lead had a suture though the lead where the lead is tied down in the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the additional medical intervention of defibrillation threshold (dft) testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Troubleshooting was performed, and it was determined the noise was muscle artifact/ diaphragmatic. The device sensing sensitivity was reprogrammed, which resolved the oversensing. Defibrillation threshold (dft) testing was performed at the new sensing sensitivity, and the device appropriately sensed the patient's arrhythmia. This rv lead remains in service. No adverse patient effects were reported.